Event description:
It was reported that the zimmer skin graft mesher screen was broken. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning (B)(4) 2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2005 and was last repaired on (B)(4) 2005. Evaluation of the device observed that the comb was bent and there was wear to the side plates. The right end of the roller was gnarled and worn, and the roller gear was worn as well. Prior to repair, a test mesh and calibration check would not be performed due to the damaged comb. Lack of preventative maintenance and improper handling by the user most likely caused the damage to the comb and wear to the device. The device was serviced and returned to the customer.